Event description:
It was reported that the patient was having difficulty keeping the ipg charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last few months from date manufacturer was made aware.